Event description:
It was reported that prior to a coronary artery stenting procedure, stent damage was observed. The location of the lesion is unknown. During the preparation of the device, the nurse noted that the struts of the stent were damaged. The procedure was completed with another device from a different manufacturer. There were no complications or patient injury reported.

Manufacturer narrative:
(B)(4).